Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) is currently underway. The reported problem (battery problem in monitor) has been confirmed. As received, the battery would not charge when placed in the charger or power on a monitor. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the battery pack was showing yellow in the monitor, indicating a battery issue. The pt was issued a replacement battery pack.